Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded and contained contrast. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 48.2cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22april2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 28mmx3 mm, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). The lesion contained a bend between 45 and 90 degrees. A 2.00mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. The procedure completed with a different device. No patient complication were reported. However, returned device analysis revealed shaft detachment.